Manufacturer narrative:
Status and location of the device are currently unknown.

Event description:
A representative for the patient reported that a reflex-hybrid 2 level acp plate migrated approximately six years after implantation causing an esophageal perforation which lead to an infection, abscess, and pneumonia. The patient reportedly underwent a revision surgery, during which time they experienced paralysis of the vocal cord and left side of the neck. It is additionally reported that the infection lead to osteomyelitis for which the patient underwent additional surgeries.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. A device and complaint history review could not be performed as a valid lot number was not provided and could not be obtained. The reflex hybrid surgical technique indicates: foreign body sensitivity: where material sensitivity is suspected appropriate tests must be made prior to material implantation. Contraindication: rapid joint disease, bone absorption, osteopenia, osteomalacia, and/or osteoporosis. Osteoporosis or osteopenia are relative contraindications, since this condition may limit the degree of obtainable correction and/or the amount of mechanical fixation. These systems are indicated for temporary stabilization of the anterior spine during the development of cervical spine fusions in patients. Stryker spine devices are designed for treatment of fracture or stabilization of a surgical site during the normal bone consolidation process. After this period, the presence of the device is no longer strictly required and its removal can be planned. Patients who smoke have been shown to have an increased incidence of nonunion. Initial surgery was performed on or about (B)(6) 2011. It is unknown if the patient fused. Patient bone quality and bone pathology is unknown. Device documentation states that implants may migrate due to fatigue of construct prior to or beyond the expected life. The most likely root cause is fatigue on construct beyond expected life.

Event description:
A representative for the patient reported that a reflex-hybrid 2 level acp plate migrated approximately six years after implantation causing an esophageal perforation which lead to an infection, abscess, and pneumonia. The patient reportedly underwent a revision surgery, during which time they experienced paralysis of the vocal cord and left side of the neck. It is additionally reported that the infection lead to osteomyelitis for which the patient underwent additional surgeries.